Event description:
Original equipment manufacturer (OEM) unable to complete preventative maintenance (pm) on 4 (four) intra-aortic balloon pumps per the schedule set out by the OEM due to no available trained staff in our area. Equipment is on full support (pm and repair) by OEM. Site has safety and regulatory concern due to missed maintenance for devices as they are life support devices. Serial numbers: (B)(4). FDA safety report ID# (B)(4).

Event description:
Additional information received on 02/05/2024 for report mw5111219. Original equipment manufacturer (OEM) unable to complete preventative maintenance (pm) on 4 (four) intra-aortic balloon pumps per the schedule set out by the OEM due to no available trained staff in our area. Equipment is on full support (pm and repair) by OEM. Site has safety and regulatory concern due to missed maintenance for devices as they are life support devices. This is the second pm missed by the manufacturer - see the FDA med sun report submitted for the same devices in july 2022. Serial numbers: (B)(6).